Manufacturer narrative:
The device has not been explanted if it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on (B)(6) 2013, the pt, implanted in 2000, heard an uncomfortable noise. After that he had soft(less) access to sound. Pt perceived uncomfortable noise when using the external parts.